Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm (alarm 13) occurred during the load sequence. A new cartridge was loaded to address the issue. Blood glucose level was 150 mg/dl.